Event description:
It was reported that x-rays show a nail was bent during the procedure. Patietn outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include:...bending or fracture of the implant.